Event description:
Customer reported that the screen of the insulin pump became cracked. The blood glucose reading was 87 mg/dl. The insulin pump had been dropped. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding glass, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.